Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
The customer reported having unexplained high blood glucose of 188mg/dl at time of call. The customer experienced nausea and was very thirsty. Troubleshooting was performed. The time, date, and bolus wizard settings were correct. The caller mentioned that the insulin pump alarmed motor error several days ago. Assisted the customer to run a manual prime test and the insulin did exit. Performed a high pressure test and the test failed. The displacement test was completed and passed. Advised the customer that the insulin pump would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Motor error alarm noted during basic occlusion test due to faulty force sensor. Unable to complete testing due to motor error alarm. Motor was tested outside the device and passed.